Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 96mg/dl, 201mg/dl. Tests were done within 3 minutes with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.